Manufacturer narrative:
Same patient event as MDR 9610622-2011-00012.

Event description:
During the g3 surgery, when the one step conical reamer was used, the surgeon was not able to pass the one step conical reamer through the conical reamer sleeve. Therefore, the surgeon changed the procedure and the surgery was completed.